Manufacturer narrative:
The investigation has been completed and the touch screen malfunction was verified and a different issue was identified. However, the low blood glucose level and high blood glucose level issues were unable to be verified due to the different issue identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels as low as 40 mg/dl. Reportedly, the contact believed the customer went low due having a cold and physical activity because customer plays in a football team, but was not completely sure. The customer consumed juice to stabilize impacted bg level.